Event description:
It was reported that visible air bubbles were observed. During a procedure, when the faradrive steerable sheath was in the left atrium, more air than usual was pulled. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath was received for analysis. It was further reported that there were no abnormalities when prepping the sheath. It was not known what type of irrigation was used for the sheath, but the flow rate was 10cc/h. Air bubbles were observed in the syringe. No air was observed in the patient. The guidewire was slight out from the farawave catheter when the air event was observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Microscopic inspection of the hemostatic valve identified the external valve torn by the center slit on the inner face and the internal valve torn by the center slit on both faces.

Event description:
It was reported that visible air bubbles were observed. During a procedure, when the faradrive steerable sheath was in the left atrium, more air than usual was pulled. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis. It was further reported that there were no abnormalities when prepping the sheath. It was not known what type of irrigation was used for the sheath, but the flow rate was 10 cc/h. Air bubbles were observed in the syringe. No air was observed in the patient. The guidewire was slight out from the farawave catheter when the air event was observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.